Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) had a balloon rupture. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and confirmed significant blood intrusion and to fix the issue fse replaced (d682-00-0076-01 pressure transducer,absolute) all contaminated tubing and components. Performed functional and safety test, then returned unit to clinical service.